Event description:
It was reported that that during an unrelated procedure, the patient's left ventricular lead was found to have high capture thresholds and low pacing impedance. The lead connected to the new device and programmed to optimize electrical measurements. The procedure was completed and the patient was stable throughout.